Event description:
It was reported that customer experienced continuous glucose monitor error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to fully reset pump, completed reset with assistance, confirmed error did not return, and successfully started new sensor session; no additional concerns were reported.